Manufacturer narrative:
Complete initial reporter last name: (B)(6). Initial reporter name: (B)(6) hospital. The reported event is confirmed, cause unknown. Photo: received five (5) photo samples. All photo samples showcase an overview of an all-silicone foley catheter. Visual: received one (1) used 3-way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe without original packaging. Verified material number 119314 and manufacturing lot number ngjy4779. Visual inspection noted that the balloon was partially inflated and asymmetrical prior to the start of this evaluation. Further inspection noted that the temperature wire was bending. Attempted to deflated balloon passively using the returned syringe and only some of the solution could be withdrawn. Deflated balloon by aspiration. Inflated balloon with 10 ml of solution and the catheter rested with no leaks noted. The balloon was also asymmetrical. Observed 80:20. Deflated balloon passively in 54 seconds. Labelling and instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, the sterile water did not return well from the foley catheter, so the user refrained from using it. When the user checked the catheter, it was found that the lead wire was about to come out at the base of the shaft. Per notification from investigator on 12feb2026 it was reported that the asymmetrical balloon was found during sample evaluation on 11dec2025.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, the sterile water did not return well from the foley catheter, so the user refrained from using it. When the user checked the catheter, it was found that the lead wire was about to come out at the base of the shaft.